Event description:
It was reported that noise resulting in oversensing were observed on the atrial and right ventricular leads. Lead damage was suspected but not confirmed. No intervention has been performed. The leads remain implanted and will continue to be monitored. Related manufacturer reference number: 2017865-2024-01008.